Manufacturer narrative:
Additional information regarding the part and lot numbers was provided on april 21, 2020.

Event description:
Allegedly the patient was revised due to mom complications: a release of metal resulting in an increase of chromium and cobalt in the body.